Event description:
It was reported that this patient was traveling when his cardiac resynchronization therapy pacemaker (crt-p) was showing possible right atrial (ra) lead loss of capture (loc). Technical services (ts) was asked to get a health care professional (hcp) to the patient to get the device interrogated. This crt-p and ra lead remain in service. No adverse patient effects were reported.